Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has an electric sensation when the pacemaker is being checked both by the carelink monitor and in the physicians office. Pacemaker is still implanted. No patient complications were reported as a result of this event.